Event description:
It was reported while using bd micro-fine ultra¿ pen needles 32g x 4mm (70 count) the medication could not have been delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about clog, patient complained that no fluid came out of the injection. The complaint product was returned. The patient has had no problem with the product before. Out of 12 products, there was a mix of complaint product and unused product."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-sep-2023. H6: investigation summary twelve open 32 g x 4 mm pen needle samples and three photos were returned from lot. No. 2327460, cat. No. 320136. A clog test was carried out on the returned samples and no issues were observed. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported while using bd micro-fine ultra¿ pen needles 32g x 4mm (70 count) the medication could not have been delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about clog, patient complained that no fluid came out of the injection. The complaint product was returned. The patient has had no problem with the product before. Out of 12 products, there was a mix of complaint product and unused product."